Event description:
Info received indicates the bed lost all functions.

Manufacturer narrative:
The facilities biomedical engineer found the power control module was locked up. The biomed performed a bed reset to repair the bed.